Event description:
The facility's biomedical tecnician reported an infusion pump with a triple alarm found during biomedical testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.